Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed self-test. Unit was received with all buttons responding properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that a stuck key alarms was found on .07/16/2025 03:06:43.000. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. No moisture damage was noted on electronic stack. However, upon peeling off keypad overlay and performing microscopic investigation, cracked u1 keypad lead 6 was noted, leading to customer's alleged keypad anomaly and stuck button alarm. The following cosmetic damages were noted: dog chew marks, label damage (faded), broken belt clip rails, cracked case (battery tube), battery tube threads - cracked, cracked case, keypad overlay texture damage, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion customer concerns with stuck button alarm were confirmed when a stuck key alarm was recorded in download history files, in addition to cracked u1 keypad lead 6 noted during deconstructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad issue. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. Customer reported receiving a stuck button alarm. The customer did not press a button down for 3 minutes or longer. The pump had not been exposed to altitude change. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.